Event description:
It was reported that the plugged cord attached to the motor and the console would not register the presence of the motor during a procedure. No injuries or unacceptable risks were reported. There was a similar back up instrument available. No additional treatment was required and the scheduled procedure was completed.

Manufacturer narrative:
Although no injuries or unacceptable risks to the patient were reported, richard wolf gmbh (rwgmbh) consider this case a "reportable malfunction" due to a similar incident being reported as a "serious injury" in the past two years.